Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently implanted delivered an inappropriate electric shock. Which was suspected to be caused by air o connection and the physician made a solid tug test as well. The smart feature was also found to be disable. The therapy was turned off. The plan is get a x-ray and leave the therapy off until the first follow up. Currently, this s-ICD system remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently implanted delivered an inappropriate electric shock. Which was suspected to be caused by air o connection and the physician made a solid tug test as well. The smart feature was also found to be disable. The therapy was turned off. The plan is get a x-ray and leave the therapy off until the first follow up. An chest x-ray was performed to confirm full lead insertion and the conclusion was an air bubble at the sensing electrode lead to the clinical observation. The therapy was turned on and the plan is for continued monitoring. Currently, this s-ICD remains implanted and no additional adverse patient effects were reported.